Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the lack of stimulation and not being able to make it to the bathroom was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they put new batteries in their programmer and increased stimulation to 3.0v where they felt stimulation comfortably. It was later reported that they had a terrible leaking episode the day of the report. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they did not make it to the bathroom the day before report and thought that they needed to change their implant battery. The patient noted that they needed a new battery because this had never happened before where they could not make it to the bathroom. The patient verified that they had not seen a code on the patient programmer (pp) indicating that the implant battery needed to be changed, but was getting a low pp informational screen. The patient was able to bypass the screen and get to the therapy screen. The patient synced with the pp and noted that stimulation was on. The patient was on program 1 at 7.5 v and noted that they were not feeling stimulation. The patient changed to program 2 and increased to 1.0 v but still felt no stimulation. The patient increased it some more to feel stimulation but the pp batteries depleted during troubleshooting. The patient confirmed that the pp showed a low pp batteries warning screen and noted that they did not have any new aaa regular alkaline batteries to try. It was indicated that the patient was going to get new batteries for the pp and would call back to continue troubleshooting to increase stimulation. No further complications were reported or were expected.